Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was an electrically shorted field effect transistor (fet), designator q19, on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. It was also observed that the defibrillator output energy was reduced by approximately 17% from the selected energy level and, as a result, the device gave an "energy not delivered" message when trying to shock during testing.